Event description:
The patient underwent a second procedure to occlude an anterior communicating artery (acom) aneurysm. During this procedure, three coils and a stent were placed without issue. There was no clinical consequence to the patient.

Manufacturer narrative:
Device MFR date: unk.